Event description:
It was reported the patient had two staphylococcus (staph) infections and ¿had pump replacements afterwards because of the staph infections.¿ it was unclear which replacement/revision this was referring to {refer to manufacturer report # 3004209178-2014-11911 regarding one staph infection and revision}. It was noted when they took out the pump ¿they had to chisel around the pump because of the stuff around the pump.¿ it was stated, ¿the only thing the patient was told was not to use anything in the pump other than medtronic brand.¿ the pump was being used to deliver intrathecal baclofen therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).